Event description:
Consumer was removing a super absorbency tampon on (B)(6) 2011 and on removal the tampon did not look full size. She continued to use tampons and on (B)(6) 2011 she noticed pieces of cotton on the outside of the applicator. On (B)(6) 2011, she started to have abdonimal pain, fever and achiness with weakness. She went to the ER thinking she had kidney stones as she has a history of kidney stones. She was examined and the doctor removed pieces of tampon from her vagina. An antibiotic and medication for (B)(6) were prescribed and she was to return to the doctor after three days on the antibiotic. Consumer did not make a return visit to the doctor. Consumer alleges she was seen for toxic shock.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. At the time of this report consumer has not returned product for evaluation.